Event description:
While operating on ac or battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the purchasing dept with an unsigned note from the nursing floor that stated "not working-no alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service and therapy was resumed using a replacement device.